Event description:
During the course of extracapsular cataract extraction with posterior chamber intraocular lens implant, the foldable lens placement system tore the capsule. This caused vitreous loss. The lens was removed and an anterior vitrectomy was performed. A noted split in the injection cartridge resulted in iol explosive iol release. This caused a complete pc rupture.